Manufacturer narrative:
Tech found that the siderail on the left head side would not latch. Bed found in pcu room #230. Repaired the siderail by removing the latch and cleaning the debris.

Event description:
Facility stated that the siderail on the left head will not latch. No report of injury.